Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient had a change in their coverage. X-rays were done, and it was confirmed that their lead had migrated. It was noted that there were high impedances on electrodes 5 and 6. The patient had their lead removed and revised. The issue resolved after their replacement, and the patient mentioned they had good coverage. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.